Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. The patient experienced an event on (B)(6)2026. This report pertains to the event associated with the first cgm sensor (this report). The patient used two cgm sensors around the time of the event. On (B)(6)2026, the sensor displayed low glucose readings in the 60-70 mg/dl range. No fingerstick blood glucose (fsbg) measurement was obtained at the initial onset of the low cgm readings. The patient believed her bg was decreasing and, in response, consumed a banana and additional food to raise her bg. Despite food intake, the cgm continued to display decreasing low values. Due to ongoing concern, the patient performed an fsbg measurement, which resulted in a reading of 543 mg/dl while the cgm continued to display low readings in the 60-70 mg/dl range. A repeat fsbg performed within approximately five minutes yielded a value of 562 mg/dl. During this time, the patient experienced symptoms including dizziness, confusion, and an overall abnormal feeling. After confirming the elevated bg levels, the patient removed the sensor and inserted a new cgm sensor. The patient administered insulin (route not specified). Approximately 30 minutes later, cgm readings began to decrease into the 400 mg/dl range, consistent with the elevated bg readings and indicating hyperglycemia at the time of the event. During the event, the patient was assisted by her daughter-in-law due to confusion and dizziness associated with the inaccurate readings. No emergency department visit or hospitalization occurred. Following insulin administration, the patient¿s blood glucose levels decreased, and she was reported to be in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.